Manufacturer narrative:
Result: faulty/worn scorpion kits. Multiple attempts were made to get information from the customer regarding the pt fall without success. F/u will be submitted as we receive additional information regarding pt involvement and or adverse consequences are rec'd.

Event description:
It was reported by service report that a pt fell as a result of the brakes were not holding to specification. The customer could not determine if there was pt injury, nor how the pt fell.